Event description:
Hosp reported that ventilator would not allow pt to exhale. Settings on vent: ac 8 vt 600 flow 45 ipm, fio2 30%, inspiratory pause .5, sens .5, compliance comp 2.5, decel flow pattern. No pt injury or barotrauma reported by hosp. Pt taken off ventilator and placed on another unit.